Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room (ER) following multiple syncopal episodes. Consult review revealed loss of capture with asystole greater than two seconds, and high capture threshold. Imaging confirmed twiddler's syndrome, as both leads were dislodged. The right atrial (ra) lead appeared to be in the pocket and the rv lead was pulled back into the atrium. Subsequently, the patient underwent a system revision procedure. The ra lead and the rv lead was explanted and successfully replaced with new leads of a different model. No additional adverse patient effects were reported. Return of the lead is not expected. If the product is received for analysis, this report will be updated with pertinent information upon completion of product analysis.